Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an occlusion issue with the product. The patient's blood glucose (bg) exceeded 500 mg/dl (27.7 mmol/l) or showed as "high" on the continuous glucose monitor (cgm). No actions were taken to address the high bg. There were no injuries reported, and it is unknown if the patient had ketones as they did not test for them. Troubleshooting was performed by disconnecting the tubing from the site, tightening the t: lock, holding the tubing downwards, and delivering a 5-unit bolus. The occlusion alarm did not recur, indicating that the blockage was likely at the site. The needle was not compromised. No further information available.